Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels of 300 mg/dl. The customer changed the supplies and resumed insulin delivery. During troubleshooting at the time of the report with tandem's technical support, it was determined that the customer injected air into the cartridge instead of removing air. It was noted that the customer could not visibly confirm air bubbles; however, was convinced that gaps were present as no drops of insulin were seen consistently forming during priming.